Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. According to the information provided the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, filter embedded in wall of the inferior vena cava (ivc) and unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, he has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. Additional information provided in the patient profile form indicated that eighty-four days post implantation the patient underwent an unsuccessful attempt to remove the filter percutaneously. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. Per the medical records, the patient was non-compliant with follow ups post implantation therefore the filter was unable to be removed. The indication for the filter implant was recurrent deep vein thrombosis (dvt) with a contraindication for anti-coagulant therapy related to a sub-dural hematoma related to trauma. The medical recommendations following filter implant were to continue medical therapy following a craniotomy. The filter would remain in place until the time that the patient can take anti-coagulant therapy. The patient would need to that the filter either moved or repositioned in one month or retrieved in thirty days, whichever the patient is able to have. After starting anti-coagulant therapy, an attempt was made to retrieve the filter; however, this was unsuccessful due to heavy endothelialization. It was noted that at index the index procedure the filter was successfully deployed below the renal veins during the index procedure. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films and post implant imaging available to review, the reported tilt, retrieval difficulty and adhesion to the vessel wall could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Anxiety and mental anguish do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. This report is a follow up report to MFR number 9616099-2016-00558 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, filter embedded in wall of the inferior vena cava (ivc) and unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, he has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The following additional information received per the patient profile form indicates that eighty four days post implantation the patient underwent an unsuccessful attempt to remove the filter percutaneously. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. Per the medical records, the patient was non-compliant with follow ups post implantation therefore the filter was unable to be removed. According to the medical records, the patient had a history of subdural hematoma, recurrent right lower extremity deep vein thrombosis and was contraindicated for anticoagulation per neurosurgery therefore the filter was implanted. The filter was successfully deployed below the renal veins during the index procedure.